Manufacturer narrative:
The following information was initially reported in manufacturer¿s report # 3004209178-2014-02884 with an aware date of (B)(6) 2014: [it was reported the patient was admitted to the hospital upon her return home form having the pump replaced on (b)64). The patient was admitted for pain control and possible withdrawal. The patient had pain in her back..........the patient was placed on a duragesic patch and was scheduled for a follow-up appointment on (B)(6).] It was later determined that the information belongs to the event being reported in this manufacturer's report. Concomitant product: product ID: 8711, lot# j10832r13, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital following pump replacement and catheter revision (see manufacturer¿s report #3004209178-2014-02884). The patient was admitted for pain control and possible withdrawal. The patient was having back pain. The patient was placed on a duragesic patch by the admitting physician. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. It was later reported that the patient had symptoms of muscle spasms and increased pain. The cause of the symptoms was unknown. No diagnostics were performed. The patient was given oral neurontin to take as needed and was doing well now.